Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pacing leads exhibited placement difficulty, helix would not penetrate deep in to the septum and tissue was on the helix. The leads were attempted not used and replaced. No patient complications have been reported as a result of this event.